Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. The f11 and f12 fuses were replaced, and the hospital's wall plug was repaired. A medtronic representative evaluated the system following fuse replacement and wall plug repair, and the issue could not be replicated. The blown fuses were discarded on-site, so no part return is expected. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported that the f11 and f12 power line fuses were blown. This occurred outside of any patient involvement. No additional details were provided.